Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. One sample was received. The sample was evaluated and the reported issue was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A visual inspection was performed to the set and the results were satisfactory. Pressure test under water at 8.0 psi of air was applied to the set, and no defect was found. A cause was undetermined.

Event description:
A customer contacted baxter to report that the cassette was damaged, and that it did not work on the homechoice (hc) machine. Patient injury and medical intervention were not reported for this event. Patient not involved.